Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the issue was not determined and the device worked after. The patient said they picked up an electrical cord that had been chewed threw by rodents and they were shocked a little bit. The patient had only been shocked one time to date. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had been electrocuted several times in the past from the wall outlet, but it just came up ¿ad says reset and it has always done good¿ and they had never had any issues, but this time it did not bounce back. The patient noted they had also been bit. No further complications were reported. Follow up was conducted.